Event description:
Olympus (osh) was informed that the customer visera pro xenon light source was returned for service/repair for a reported ¿lamp malfunctioning¿. The malfunction occurred during inspection before use (patient not under anesthesia). The intended laparoscopic surgery was completed using another similar light source. Upon inspecting and testing, the lamp failed to light up due to failure of the igniter. This report is being submitted to capture failed igniter. There was no delay and no death or injury reported.

Manufacturer narrative:
The repair center confirmed the customer¿s reported issue, ¿lamp malfunction¿ as the lamp failed to light up due to failure of the igniter. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon was a failure of the igniter (the device that lights the lamp). The cause of the ignitor failure could not be identified. Olympus will continue to monitor field performance for this device.